Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00576. Eval is in progress, but not yet concluded. The reported issue was found when the saw was returned from a previous repair, MDR #1828100-2014-00576. They were testing the sternal saw to verify it worked.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw would not accept a saw blade. There was no pt involvement.